Event description:
It was reported that sudden eol was observed on the device. The device was unable to be interrogated. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the premature battery depletion and the inability to communicate.